Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced heart palpitations when using the stimulation. The patient had turned off the stimulation and reported to seek advice from the physician. No further information can be obtained.